Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0ueda, implanted:(B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that after the replacement implantable neurostimulator (ins) operation was done on may 15th, the patient was given pain pills in the evening. It was also noted that the ins was installed and set much deeper than the previous device. Later that evening, the day after the implant, their heart was beating really hard and racing and they were rushed to the emergency room (ER). Once in the ER, they tried to get the heart back into rhythm, which took most of the day. Two days after, the hcp came in and decided to operate so this would never happen again. They installed a pacemaker in its place. The heart had been completely rebuilt, repaired with new valves, two years ago by a different hcp who joked that it would be good for another 100000 miles. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.